Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings.on investigation, the alleged display issue was verified. The pump powered up to the verify screen with an extra blue horizontal line through the display. A clear and legible display was restored when the pump display screen was replaced with a test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, the screens could not be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.